Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 02 feb 2021 was reviewed. On (B)(6) 2017, the patient had a right total knee replacement to address right knee degenerative joint disease secondary to rheumatoid arthritis. Depuy components including depuy patella including depuy cement x2 was used. On (B)(6) 2020, the patient had a revision of right total knee to address pain, tibial tray loosening at the cement/implant interface. The femoral and insert components were removed without any allegations of deficiency. The depuy patella was noted to be well-fixed and tracking well, thus was left in-situ. Minimal bone loss and scar tissue were noted. The surgeon reported some effusion. Competitor components were implanted during this procedure. Doi: (B)(6) 2017 dor: (B)(6) 2020 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 08 november 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2019.